Event description:
The reporter stated that they had received meter readings >500, higher than their normal readings, they stated that they felt shaky. Control testing was not done due to unavailability of supplies. On followup, the reporter confirmed the reported info, and stated that they were receiving high readings when they had symptoms of low blood sugar. They stated that they were not inserting the strip fully into the meter when receiving the high readings. The lifescan representative reviewed testing techniques with the reporter. No harm was alleged.